Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test, keypad/button unresponsive/button error, and damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. The customer reported a labeling issue. Product labels are reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 38 occurring during testing on (B)(6) 2024 06:44:29.000. Unit passed active current measurement, sleep current measurement test and self-test. No failed battery test noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2024 10:20:58.000. No alarms or alerts noted during testing, however, failed battery test on (B)(6) 2024 10:32:52.000, power loss alarm on (B)(6) 2024 14:48:56.000, replace battery alert on (B)(6) 2024 11:10:01.000 and replace battery now alarm on (B)(6) 2024 11:41:00.000 were found in the history files. Pump error 63 (variable 21) was found in the history files on (B)(6) 2024 14:06:11.000 due to a hardware error. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case ¿ display window corner, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained and faded). Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Failed battery test was not confirmed. Stuck button error alarm did not occur during testing; however, a stuck button alarm was found in the history file. Stuck button error alarm not confirmed. Cosmetic damage was confirmed at the labels. Pump error 63 was confirmed due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.